Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 3 patients tested for elecsys troponin t stat assay (troponin t stat) on a cobas 6000 e 601 module between (B)(6) 2018. (B)(6). A new sample was obtained later that night and the result from the e601 module was 0.05 ng/ml. This result was reported outside of the laboratory where it was questioned by medical staff. The patient was admitted into the hospital and was treated with a heparin drip based on the result of 0.05 ng/ml. This sample was repeated on the e411 analyzer and the result was < 0.01 ng/ml with a data flag. The e601 module was recalibrated and the sample was repeated with a result of < 0.01 ng/ml with a data flag. The repeat results were believed to be correct. A new sample was obtained on (B)(6) 2018 and the troponin t stat result from a different facility using an unknown instrument was < 0.01 ng/ml. The patient was discharged on (B)(6) 2018. Patients 1 and 2 were not adversely affected. Patient 3 was treated based on the result from the device, however, there was no allegation that an adverse event occurred due to this treatment. The troponin t stat reagent lot number was 27349702 with an expiration date of 31-oct-2018. The field service engineer (fse) visited the customer site and found the measuring cell voltage was high. The fse completed a photomultiplier tube/high voltage adjustment and instrument performance testing. All instrument checks and tests passed. The customer completed successful calibration and qc. The calibration trace data show slightly different calibration results for rack pack 058264. The qc results alternate around 0.11 ng/ml or 0.15 ng/ml. This corresponds to the observed difference in patient results. The qc results stabilized with the calibration of the new rack pack 058222. The fse found an issue with hardware calibration which is typically caused by a drift of the photomultiplier tube. This does not explain the alternating qc results. The photomultiplier tube/high voltage adjustment performed by the fse was a reasonable service action. The investigation was unable to find a definitive root cause.